Event description:
Patient stated he needed to use restroom in therapy gym. Patient was taken to room in wheelchair with daughter present. Daughter unties patient's pants, stating patient needs to use bathroom now. Daughter was assisting therapist with urinal placement. Therapist places penis into urinal but it slips out. Attempted to place penis back into urinal, patient states "ow". Urinal pulled back with spots of blood visible on front of depends. Nursing called into room. No visible cuts on outside of penis. Nursing contacted resident. Manufacturer: (B)(4), lot #236064. Manufacturer response for urinal, (brand not provided) (per site reporter). To assess/feel the urinal for any sharp edges prior to patient use.